Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a hole in the bag at the port seal. Leak testing, clear passage testing, and clamp function testing were performed. During leak testing, a leak was noted through the hole in the bag at the port seal. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause of the leak was determined to be due to hole in the bag at the port seal. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noticed that there was a leak coming from the port seal of a disconnect set. There was no patient injury or medical intervention associated with this event. No additional information is available.